Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to end of life (eol) battery status. It will be returned for analysis as premature battery depletion was suspected. Additional information was received that this ICD delivered 10 inappropriate shocks in one day while implanted.